Manufacturer narrative:
By checking the manufacturing charts of the involved lot #15at1gn, no pre-existing anomaly was found on a total of 80 items manufactured with the same lot#. According to our records, at least 70 out of 80 liners with lot #15at1gn and ster.1500371 have been implanted. Explanted items were not available to be returned to limacorporate for further analysis. X-rays analysis: limacorporate received a total of two x-rays referring to pre-op revision surgery. The x-rays received - dated (B)(6) 2020 - and a couple of pictures of the explanted liner have been evaluated by a medical consultant. Following, the medical consultant comments: "the preop revision images show a stemless tsa. The humeral component (head) seems to be very much oversized, in conjunction with the resection level, which is somewhat suboptimal this results in overstuffing of the joint. That subsequently can and does lead to overcompression of the pe liner. The second intra-op picture of explants shows asymmetric wear as a sign of high asymmetrical load. Therefore, the suboptimal implant position is the likely cause for the implant failure in this case and not the implant itself". Considering that: · check of the manufacturing charts highlighted no anomalies on the total number of components manufactured with lot #15at1gn; · according to the medical consultant, "the suboptimal implant position is the likely cause for the implant failure"; we can state that the event was not product related. Pms data: according to limacorporate pms data, revision rate of l1 liners - belonging to the family codes 1377.50.xxx - due to dislocation/breakage is 0.24%. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue.

Event description:
Shoulder revision surgery of a smr stemless anatomic prosthesis due to post-operative breakage of the polyethylene liner with product code 1377.50.005 and lot# 15at1gn. The revision surgery was performed on (B)(6) 2021, previous surgery took place on (B)(6) 2017. According to the information received, the patient had great results after the previous surgery, however in (B)(6) 2020 she felt a sudden pain when picking up a cup of tea. Upon x-rays examination it was noted that the glenoid liner had disassembled from the metal back and the peg was broken. During revision surgery the system was converted to stemless reverse, with removal of the following components: - liner for metal back glenoid small-r (product code 1377.50.005, lot #15at1gn - ster. 1500371). - smr humeral head ø44 mm code 1322.09.440 lot 1507667 ster. 1500260. - smr stemless - 2mm eccentric adaptor code 1335.15.202 lot 1519394 ster.1600131. - smr stemless - stemless core #s code 1355.14.233 lot 1603794 ster.1600117. Patient is a female, 78 years old. It was reported her bmi is normal, she practices moderate physical activity level. Event occurred in australia.

Manufacturer narrative:
The dhrs of the liner involved were checked without finding any pre-existing anomaly that could have led to the reported issue on the components placed on the market with lot 15at1gn. We will proceed with further investigations and submit a final MDR as soon as the analysis will be completed.

Event description:
Shoulder revision surgery of smr stemless anatomic prosthesis due to post-operative breakage of the polyethylene liner with product code 1377.50.005 and lot# 15at1gn. The revision surgery was performed on (B)(6) 2021, the previous surgery took place on (B)(6) 2017. According to the information received, the patient had great results after the previous surgery, however in (B)(6) 2020 she felt a sudden pain when picking up a cup of tea. Upon x-rays examination it was noted that the glenoid liner had disassembled from the metal back and the peg was broken. During revision surgery the system was converted to stemless reverse, with removal of the following components: smr humeral head ø44 mm code 1322.09.440 lot 1507667 ster. 1500260; smr stemless - 2mm ecc.adaptor code 1335.15.202 lot 1519394 ster.1600131 ; smr stemless - steml. Core #s code 1355.14.233 lot 1603794 ster.1600117; liner f. Met.back glen.small-r code 1377.50.005 lot 15at1gn ster. 1500371. The event occurred in (B)(6).